Manufacturer narrative:
Device not returned for evaluation at this time. If received, a follow-up report will be submitted with investigation results.

Event description:
It was reported that the cutting flutes of the reamer broke off in the patient. It was also reported that they retreived all the fragments.